Manufacturer narrative:
Lot number of solution used by patient is unknown, and the manufacturer does not have any patient information that would allow us to further our investigation of lot number and adverse event details. It is unknown if the device failed to meet specifications as we have not received the complaint sample for analysis nor have we received an identifying lot number to perform product investigation. The device was most probably being used for treatment, as this type of device is not typically used for diagnosis. The relationship, if any, of the device to the reported incident/adverse event is unknown. The complainant reported an association between the amo device and the reported event. However, because we have not received the complaint sample for analysis, nor have we received an identifying lot number to guide our testing, we have been unable to determine the relationship.

Event description:
A female patient reported she experienced an "eye infection" with redness, photophobia, tearing and a "white spot on the iris" following the use of complete moistureplus. The reporter indicated that she sought medical treatment and was told by the doctor she had "an infection," worse in the right eye than the left eye. She was treated with vigamox (moxifloxacin). No cultures were obtained. The patient further stated that she had been refit with new contact lenses earlier this year and at first did not know if her symptoms were due to the contact lenses or over wear of her contact lenses. She had used complete moistureplus for about 6 months. In follow up, it was learned the patient recovered and resumed lens wear. Additional information was requested, but not received. Root cause is unknown.